Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation; however, the results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery that the primary guide broke. Requests were made for more information to no avail.

Manufacturer narrative:
The primary guide mentioned in the event description and an additional primary guide found in the initial reporter's inventory was returned. Due to both primary guides having the same part number and batch number, it could not be determined which was involved in the event. Requests for additional information were made to no avail. Manufacturing and inspection records were reviewed, and no anomalies were found. The two returned ribloc low profile guide assembly (part number rbl2520, batch number 583844) were examined visually under magnification and the batch numbers were confirmed. On both guides, the rlpg slider was fractured across where the rplg stop pin was placed, extending to intersect with the yellow indicator dot on the side of the slider. The broken portions of the sliders were returned as well. In one case, the broken portion of the slider still contained the yellow indicator and stop pin. The sliders were broken at a slight angle, tapering on the edge that crosses the threads and where the stop pin is welded. The fractured surface appeared to be brittle, with a uniform dull, rough texture suggesting that this was a single overloading event rather than a series of fatiguing events. It is possible that the guide was overloaded during placement or tightening. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 3331 and 10. Investigation findings code (annex c): updated to 3243.